Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was resistance felt while inserting the 26mm commander delivery system through the 14fr esheath+ after exiting the distal tip, due to the valve getting "hung up" on a chunk of calcium in the abdominal aorta proximal to the tip of the esheath+. Per report, due to the angle of the delivery system, it was hitting the chunk of calcium and wouldn't allow delivery system and valve to pass. The team decided to remove the valve and the esheath+. However, the team was unable to remove devices as they were getting stuck at the distal tip. Upon removal of the devices, the sheath was removed, but the valve did not get pulled out with the sheath. The vascular surgeon was called and a cut down on the right side was performed to remove the valve. A new set of devices were prepped and successfully used. Per report, the degree of tortuosity was moderate, and the degree of access calcification was severe with a minimum luminal diameter of 6.

Manufacturer narrative:
Correction to h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the valve is crimped on the crimp balloon region. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The reported event for valve dislodged off balloon during withdrawal through sheath were empirically confirmed. Available information suggests patient factors and non-coaxial withdrawal likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Additionally, proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.